Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Report corresponds with mw5084975. (B)(4).

Event description:
A medwatch form was received reported a patient experienced complications from lasik that appeared to be sands of sahara. Additional information was unable to be obtained.

Manufacturer narrative:
The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).